Manufacturer narrative:
The analyzer's serial number is (B)(6). The alleged samples were requested for investigation. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys ca 19-9 results for 1 patient on a cobas e 602 module. An interference with the elecsys ca 19-9 assay was suspected. On (B)(6) 2025, the patient's result was 793.5 u/ml. On (B)(6) 2025, a new sample was obtained, and the result was 836.6 u/ml. On (B)(6) 2025, a new sample was obtained, and the result was >1000 u/ml. A dilution (1:10) was performed, and the result was 1370 u/ml. On (B)(6) 2025, a new sample was obtained, and the result was >1000 u/ml. A dilution (1:10) was performed, and the result was 1064 u/ml. The results were inconsistent with the patient's clinical diagnosis (not provided).

Manufacturer narrative:
On (B)(6) 2026, the patient's ca 19-9 result was 149.7 u/ml. On (B)(6) 2026, the patient's ca 19-9 result was 22.4 u/ml. The qc and calibration were acceptable. The sample from (B)(6) 2025 was returned for investigation. The investigation result (792 u/ml) was consistent with the customer's result (836.6 u/ml). No interfering substance was detected in the returned sample during the investigation. The investigation did not identify a product problem.